Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/13/2021.

Manufacturer narrative:
Additional information added to h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however photos were provided. The visual inspection observed a crack at the dialysate port in photo 2. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of revaclear 400, an external fluid leakage was observed. It was reported the leak was due to a cracked dialysate port. There was no patient involvement. No additional information is available.